Event description:
It was reported that a pump was found to have a problem with "air in line" alarms during a preventative maintenance test.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. During the evaluation it was found that the device failed testing due to a failed upstream sensor. The upstream sensor was replaced.